Event description:
It was reported that the attempted pacing lead exhibited high impedance and no capture. Troubleshooting was performed but the lead was ultimately removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.